Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the 20 ml syringe had foreign mater. The following information was provided by the initial reporter: material # unknown. Batch # unknown. It was reported by customer that we are finding black floaties in your bd 20ml syringe.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there were black floaties in the syringe. To aid in the investigation, one sample with no blister package was received for evaluation by our quality team. A visual inspection was performed. The syringe has 20ml of a clear solution. There is a dark colored embedded speck in the syringe barrel that is located between the 16ml and 17ml of the scale marking graduation lines. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.